Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the central sterilization department found minimal damage to the wire and blocked it out for further use. No material missing reported. No allegation of unclamping failure while the instrument was gripping tissue. No allegation of non-intuitive nor uncontrolled motion. Isi followed up with the initial reporter and obtained the following additional information: the central sterilization department found minimal damage to the wire and blocked it for further use. I have attached a photo for you of where the damage is. There was no material missing or detached from the portion of the device that enters the patient¿s body. No error occurred when the loosening the clamp. The surgeon had no restriction in movement. The instrument worked without any problems.